Event description:
It was reported the shaft broke. The physician was performing a left heart cath procedure. A guidezilla¿ extension catheter was being advanced through a sheath with some difficulty and broke. The device was removed from the patient and the procedure was completed without the use of an extension catheter. No complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).